Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. In addition a secondary issue was observed, the test strips were evaluated and found to be misclassified by the meter, the meter reporting ¿blood¿ when control solution has been applied to the strip. The meter was also returned and tested. The complaint could not be reproduced. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results of 104mg/dl obtained using the subject device compared to a reading of 90mg/dl using a laboratory device, both readings within 10 minutes of each other. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
See incident description for device evaluation.